Event description:
It was reported that noise signals were observed on both the near-field and far-field channels. It was suspected that the noise was caused due to the leads interaction with an abandoned lead. Further evaluation of the lead was recommended. The physician elected to continue to monitor the patient via remote transmission. There were no adverse consequences for the patient.

Manufacturer narrative:
.